Event description:
It was reported to philips that the system could not boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the host pc hard disk had an error. The fse replaced the disk and restored the system back up. After the hard disk was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.